Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 39mg/dl. Cause of low bg level was unknown. Bg was treated with intravenous saline and glucagon. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.